Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the av fistula. The 6x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, at the third inflation it was noted that the balloon had rupture at 20 atmospheres (atm). Therefore, the bdc was removed from the patient, and the balloon was noted to be leaking. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.